Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when inserting an epidural, the needle bent (occurrence: 3 times). Use of several devices." Additional information received on june 09, 2026, indicated that "3 needles were used on the same female patient; the only consequence was having to use 3 sets instead of just one. The main consequence at this stage is that the procedure takes longer. The problem was resolved by re-puncturing without changing the method and hoping that the equipment would be working fine." The picture shared by the customer shows 3 bent needles. Three needles were involved. Associated mdrs: 3006425876-2026-00709, . 3006425876-2026-00661.